Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade requiring a pericardial septal puncture. After brockenbrough, decreased blood pressure was confirmed when starting mapping. Pericardial septal puncture was performed and the patient left the room. Event was a cardiac tamponade. There were no abnormalities observed prior to and during use of the product. Additional information was received. Force visualization features used were dashboard; vector; visitag. No additional filter used with the visitag was fot. Color options used prospectively was tag index.

Manufacturer narrative:
The investigation was completed on 15-mar-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30907051l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).